Manufacturer narrative:
The customer¿s report that the needle free valve cracked and leaked was confirmed. Visual inspection of the maxzero valve showed a crack running along the top of the valve¿s top component and continuing along the threads of the valve. Functional and pressure testing confirmed fluid leaking from the engagement between the syringe and valve. The root cause of the leak was identified as a crack on the maxzero valve component. The cause of the crack is unknown.

Event description:
The product concern for the other file is that the maxzero cracked and leaked at the connection to the trifuse during patient use.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Unexpected return w/known problem received with products that were returned for another file. The product concern for the other file is as follows: the customer reported that the needle free valve cracks and leaks during patient use. There was no report of patient harm.